Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a blood leak occurred during a patient¿s treatment. The clinic¿s biomedical technician (bmt) reported that blood was found on the dialyzer connector, but the bmt was not aware of a corresponding patient event. Additional event and patient information was requested, but has not been provided to date. Should additional information become available, a supplemental MDR will be submitted.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.